Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl) and had high ketones (2.0). The patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 5 and 24 hours. The infected area was about 12-15 centimeters. The patient went to their gp in the morning and was prescribed an antibiotic cream (fabulone). The gp advised the patient to go to the emergency room (ER) if the infection got worse. The patient went to the ER later that day. The patient had not been released from the hospital at the time of the call. The pod was removed at the hospital and was discarded.